Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4).

Event description:
Dr (B)(6) wanted to implant the one piece silicone catheter 602918 ((B)(4)) the nurse inserted some sterile saline solution inside the catheter, as described in the IFU, to facilitate pulling out the guide wire. To retract the needle, one has to pull off the luer lock connector, but this was impossible. At the end the dr had to cut it off the luer lock connector. To retract the guide wire out of the catheter she needed a lot of force. It went very, very, very difficult. Neither (B)(6) nor I have ever seen anything like this. To connect the intrathecal catheter to the pump catheter, she used the titanium catheter connector. It was very difficult to slip the intrathecal catheter over the connector up to the middle of the connector. She needed to use also a lot of force to do this. She fixated the intrathecal catheter with the winged anchor, but in her opinion it was not fixated enough with this device. She put extra sutures around it. (B)(4).